Event description:
Pt developed double subdural hematomas and headaches following implantation of a shunt for normal pressure hydrocephalus. A shuntogram was performed and surgeon considered it was normal for the shunt. However, the surgeon wants to revise the system; based upon what he will find during surgery, he plans to assess if there is a cerebro-spinal fluid leak or if a valve revision or the addition of an antisyphon device is required. The co has not yet received info stating if the planned revision did occur or not. Pt was reported as otherwise doing well.